Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) had the site power cycle the system which resolved the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the endoscope view was flipped 180 degrees on all monitors and high-resolution stereo viewer (hrsv) after targeting. The issue occurred on both 30-degree endoscope and 0-degree endoscope. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: there was no patient injury.